Manufacturer narrative:
The event occurred in (B)(6). Product no longer available for return.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. No adverse event was reported. The insulin cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.